Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain. Patient consulted technical services (ts) then was referred to the physician. A lead repositioning procedure was performed. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain. Patient consulted technical services (ts) then was referred to the physician. A lead repositioning procedure was performed. It was also reported that the lead failed to capture. No additional adverse patient effects were reported. Currently, this lead remains in service.